Manufacturer narrative:
An event of premature battery depletion and failure to interrogate was reported. Upon receipt, the device was unable to be interrogated. Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that the patient presented to clinic for follow up. The implantable cardioverter defibrillator was unable to be interrogated. Six months prior, the device had an estimated longevity of 5.2 years. The device was explanted and replaced without any complications.